Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the device was being used successfully. The surgeon then noticed a small coil of unknown substance in the patient cavity. The device was still working fine, but the surgeon stopped using the device and removed the piece from the patient cavity. A new dissector was installed onto the system and the procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
(B)(4). One sonicision cordless ultrasonic dissector was received for evaluation. Visual inspection found no defects. The device had no missing parts. The device had been used in a procedure. The customer reported that a small coil of unknown substance was noticed in the abdomen of the patient. The reported condition was not confirmed. The device had no missing parts after inspection. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in a glycerin bath and also on a glycerin soaked towel at both power modes with acceptable results. The investigation found the device to function normally and within specifications. The small coil of unknown substance was not part of the returned sonicision device. No failure mode was identified.